Event description:
The customer reported the system was displaying a communication error.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.